Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the male patient had a left knee revision on (B)(6) 2022. Approximately 9 months after the first revision the patient had a second revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: aseptic loosening left total knee replacement and osteolysis in the left knee findings: osteolysis lateral femoral condyle and femoral component loosening synovectomy was performed using the bovie and tissue sent to pathology and for culture. The tibial component was found to be well fixed. There was noted to be significant varus deformity. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
Upon receipt of additional information pertaining to this event, it was determined that the event involved non-exactech devices. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.